Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of heparin. The intended volume to be infused was 250ml; however, 500ml infused in three hours. The volume total concentration was 25,000 units/250ml and was programmed manually using the guardrails drug library. The patient experienced bruising and bleeding at the catheter and IV sites necessitating a (ptt) partial thromboplastic time blood test. The ptt test result was "high" indicating the patient's blood was taking longer to clot than normal. A pressure band was applied to reduce bleeding at the catheter and IV sites. The patient was discharged the next day. There was patient involvement, but no harm.

Event description:
It was reported an over infusion of heparin. The intended volume to be infused was 250ml; however, 500ml infused in three hours. The volume total concentration was 25,000 units/250ml and was programmed manually using the guardrails drug library. The patient experienced bruising and bleeding at the catheter and IV sites necessitating a (ptt) partial thromboplastic time blood test. The ptt test result was "high" indicating the patient's blood was taking longer to clot than normal. A pressure band was applied to reduce bleeding at the catheter and IV sites. The patient was discharged the next day. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of heparin could not be confirmed from the log analysis and could not be replicated through device testing. The retrieved associated device logs showed on(B)(6) 2024 at 9:58 am, an infusion of heparin at a concentration of 25000 unit/250 ml was programmed and started on the suspect pump module s/n: (B)(6) . The infusion rate was set at 10 ml/h. The volume to be infused (vtbi) was set at 225 ml. After the infusion was started, a bolus was programmed with a dose of 5000 units and a duration of 5 minutes. The bolus rate was set at 600 ml/h and the vtbi was 50 ml. The bolus finished infusing at 10:03 am. An air-in-line (ail) alarm was observed at 12:01 pm and the infusion was stopped. At 12:05 pm, the pcu was channeled off, shutting down the suspect device. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu and the suspect pump module were powered on again at 12:07 pm, and the same heparin infusion was programmed and started at 12:08 pm. Between the time of 12:08 pm and 12:22 pm, multiple fluid side occluded alarms were observed, followed by a safety clamp open alarm that lasted one second, and a door open alarm that lasted 14 seconds before the unit was shut down at 12:23 pm. The pcu and the suspect pump module were powered on again at 12:25 pm and were kept in use until they were powered off at 2:37 pm. No alarms were observed during that time. The inspection and testing of the pump module and the administration set did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications and did not show any signs of unregulated flow occurring. Per product labeling, the alaris system user manual (v9.33) states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. Despite the identification of a third-party part, it was not found to be a contributing factor to the reported event since the device was operating as intended during testing. A medical device safety alertmms-21-4263-us) was sent out on(B)(6) 2022, warning facilities to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: 8100 pump module sn (B)(6) (suspect). Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. It was observed that the device had a third-party part installed (door assembly). Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. 8015 pcu module sn (B)(6) (concomitant) device was not opened for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported over infusion of heparin was not determined. No anomalies were observed with the pump module that would contribute to the reported event. Despite the identification of a third-party door, it was not found to be a contributing factor since the returned pump module was found to be infusing within specification during testing.